Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and inspected. Visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the lower jaw. The rest of the needle is jammed inside the shaft of the expressew iii. Hence this complaint can be confirmed. Upon closer observation, it appears that the lower jaw and the upper jaw have been slightly deformed. When the device is operated, the jaws do not fully open at once. The ratchet button on the ratchet latch assembly has to be released more than once for the jaws to fully open. It has been indicated in the complaint that when the needle jammed inside the device, it was pulled out from the distal end of the device which broke the needle. This device looks old and possibly has seen heavy use and repeated cleaning/ sterilization cycles. The failure of this device can be attributed to fair wear and tear. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from belgium reports an event as follows: it was reported by the affiliate via email that the expressew needle broke off in the expressew iii w/hook. This report is for one (1) expressew iii w/hook. This report is 1 of 2 for (B)(4).